Manufacturer narrative:
The reported events of high lead impedance and loss of capture were not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not reveal any anomalies with the exception of procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant procedure, loss of capture and high pacing impedance were noted on the right ventricular (rv) lead. The physician alleged a helix malfunction may have caused the event. The rv lead was explanted and replaced. The patient was stable with no consequences.